Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was received for evaluation. Without the actual device, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). Although it was confirmed that the device involved in not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, potential epidural catheter shearing. Crna was performing a standard epidural placement. Catheter was placed as usual. Crna tried to reposition the catheter and encountered resistance. Upon being unable to manipulate the catheter the catheter and needle were removed. Once removed the crna noted that the tip of the catheter was missing and inner wire of the catheter was exposed. The catheter's inner wire coil was intact but the tip of the catheter was missing about 2cm of the soft polyamide. Catheter was removed and a second catheter was placed. Patient was discharged.